Event description:
The scs system was explanted due to concerns of tissue necrosis. The healthcare provider reported that the event was caused by skin erosion aggravated by the skin reaction to the adhesive tape used with the external device.